Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown liner, unknown stem. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03201, 0001822565-2017-03202, 0001822565-2017-03203.

Event description:
It was reported that patient has been indicated for a revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. External surgeon review of the x ray image provided stated that the right tha consisted of an acetabular cup with at least 2 screws. The acetabular cup has a low lateral angle of inclination (less than 30°) and mildly projects lateral to the native acetabulum. A small radiolucency is present adjacent to the inferomedial acetabular cup. The femoral head component appears to be normally located in grossly centered within the acetabular cup. Arthroplasty components appear intact. Radiolucencies at the femoral stem/bone interfaces are suspicious for femoral stem loosening; however, evaluation of the femoral stem bone interface may be limited due to overexposure of x-ray beam and osteopenia. As stated the femoral stem component fit and alignment appears normal. The bone condition of the patient was generally osteopenic. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.